Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 155 cm. Saber 2 mm. X 4 cm. Balloon catheter (bc) ruptured at eight atmospheres (8 atm.). A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The procedure was a peripheral percutaneous intervention (ppi). The target lesion was the proximal portion of the right anterior tibial artery. No target lesion characteristic information was available. A non-cordis sheath and guidewire were used for the procedure. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. No additional information is available.

Manufacturer narrative:
As reported, the 155 cm. Saber 2 mm. X 4 cm. Balloon catheter (bc) ruptured at eight atmospheres (8 atm.). A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The procedure was a peripheral percutaneous intervention (ppi). The target lesion was the proximal portion of the right anterior tibial artery. No target lesion characteristic information was available. A non-cordis sheath and guidewire were used for the procedure. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17278896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use, ¿the compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4)% of the balloons (with a (B)(4)% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.